Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-1132, serial: (B)(4), description: precision spectra implantable pulse generator. Model: sc-2316-50, serial: (B)(4), description: infinion1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient experienced stimulation in non-target areas due to high impedances. The physician suspected malfunction. The patient underwent a procedure where the lead splitter, lead, and ipg were replaced.

Manufacturer narrative:
Sc-1132/(B)(4): the ipg passed all the required tests and revealed normal device characteristics. Sc-2316-50/(B)(4): the complaint has been confirmed. Visual inspection revealed that the lead was bent/kinked at the clik anchor site, 25 cm from the distal end. The bent/kinked section of the lead was 1 cm from the clik anchor set screw mark. The reported complaint states that the impedance measurements between the fifth and eighth electrode were over the range. However, x-ray inspection and impedance test confirmed that 5 cables were fractured at electrode # 6, 7, 14, 15, and 16. It appears that excessive tensile force was exerted onto the lead and it resulted in the fractured cables. There are no exposed cables at the fracture location. Sc-3400-30/(B)(4): a review of the manufacturing documentation for the lead extension revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced stimulation in non-target areas due to high impedances. The physician suspected malfunction. The patient underwent a procedure where the lead splitter, lead, and ipg were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial: (B)(4), description: infinion1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient experienced stimulation in non-target areas due to high impedances. The physician suspected malfunction. The patient underwent a procedure where the lead splitter, lead, and ipg were replaced.